Manufacturer narrative:
The customer reported problem of 8015 inactive keypad was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 inactive keypad. Technical support- 1. Informed customer this is affected by the keypad recall. 2. After verifying, I transferred to order management to order keypad. The probable cause of the customer¿s reported issue was not determined.

Event description:
It was reported that the device has keypad problems. The keypad is inactive. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device has keypad problems. The keypad is inactive. No additional information was provided. There was no patient involvement.